Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Provocative testing was performed, and the noise was not reproduced.

Event description:
During an in-clinic follow-up, inappropriate therapy was delivered due to episodes of myopotential over-sensing. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.